Event description:
Patient presented in-clinic after receiving an inappropriate shock. Upon investigation, oversensing and high defibrillation impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.